Event description:
This customer reported that while pacing a pt they got check pads/pads disconnected messages. The customer switched the therapy cable to a different device and they reported that the cable worked fine. There was no impact to the involved pt.

Manufacturer narrative:
This customer reported that while pacing a pt they got check pads/pads disconnected messages. The customer switched the therapy cable to a different device and they reported that the cable worked fine. There was no impact to the involved pt. In 2008, philips evaluated the defibrillator. The pacer function was failing intermittently. He replaced the therapy pca to resolve the issue. The customer has not called back regarding this issue with this device. We are considering this a malfunction of the therapy pca.